Manufacturer narrative:
The bwi product analysis lab (pal) received the device for evaluation. Upon initial inspection, no visual damage or anomalies were observed. The product investigational analysis completed 5/21/2020. The pouch was not returned for analysis. The manufacture process was reviewed and there are several inspection points to detect and segregate open pouch and other issues in order to prevent this type of damage from leaving the facility. Afterwards, the shipping history was reviewed, and no issues were observed. A total of eight devices were delivered to the account. In addition, a search of related complaints with the same lot number was performed without any results. A manufacturing record evaluation was performed, and no internal actions were identified. The experience reported by the customer was unable to confirmed since the pouch was not returned for analysis. In addition, the manufacture process was reviewed and there are several controls to avoid this kind of issue from leaving the facility and no other complaints were reported form the same lot number. In conclusion, the root cause of the reported issue cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device at the hospital. However, this cannot be conclusively determined. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with a webster ® cs catheter with ez steer® technology and auto ID, and an open pouch seal issue occurred. It was reported that the webster cs catheter with auto ID technology was not completely sealed inside of the box. When the catheter was removed from the box to open the packaging is when it was noticed to be open. The catheter was not used on the patient. The catheter was replaced, and the issue resolved. No adverse patient consequences were reported multiple attempts via email were made to obtain clarification regarding the event with no response. The clinician the contacted the biosense webster inc. (Bwi) representative via phone call on 04/23/2020, the bwi representative was the one who opened the catheter. The outer packaging was intact. The pouch seal was completely opened, and the catheter was obviously not sterile. No other abnormalities were observed. The observed open pouch seal issue has been assessed as an MDR reportable malfunction. Based on the additional information provided, the awareness date of this event is being changed to 04/23/2020.